Event description:
This procedure was a recanalizing occluded vein. The guidewire was brought through the occluded femoral vein to svc, internal jugular access gained for snare introduction. The snare was advanced and guide wire tip snared, the snare wire was pulled into the internal jugular vein, physician released the snare from the wire. The marker band came off of the snare and embolized to pulmonary artery. Physician tried to snare and retrieve marker band using multiple catheter manipulations, deemed to embolize to reasonable location. Physician abandoned further attempts to retrieve marker band, the patient is doing ok.